Event description:
The customer reported that they had bubbling or ballooning at the pump segment portion of the tubing. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The customer discarded the set. The root cause of the reported event could not be identified.